Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch lancing device in that the lancet would not fire. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancing device issue began approximately 2-3 months ago when he found that the lancet would not fire when trying to use the subject lancing device to obtain a blood sample. The patient manages his diabetes using insulin with no adjustments, and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reported developing an infection from using the lancets without the lancing device approximately 2-3 months after the alleged issue began, and reported visiting his doctor's office and receiving antibiotics treatment from an hcp in response to these symptoms. The patient confirmed that his blood sugar was not measured using any other device. At the time of troubleshooting, the csr noted that it was not the first use of the product as it had been in use for approximately 2-3 years, and there was no misuse of the product. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.